Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite tapered certain implant, (xifnt410), and associated item (removal tool) were returned for evaluation. Visual/physical evaluation of the as returned product identified that the implant collar was fractured. The tool was still attached to the implant but there were no allegations against it. Device history record (DHR) review for the lot ( 2019011516) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by quality assurance. Complaint history review was performed for the reported lot number 2019011516 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined was patient factor. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dental implant at tooth site # 36 fractured and was removed.